Manufacturer narrative:
Additional 510k that also apply to this complaint:k210083. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the portal vein using an indigo system separator 7 d (sep7 d), a rotating hemostasis valve (rhv), and a penumbra engine canister (canister). During the procedure, the physician completed approximately four passes using the sep7 d and moved sep7 d approximately ten times in and out of the catheter. Upon removal, the physician noticed that the bulb of the sep7 d sheared off. It was reported that the bulb was not visible in the patient's body, in the canister or in the rhv. The procedure was completed using a new sep7 d. There was no report of an adverse effect to the patient.